Event description:
On (B)(6) 2026, the lay user/patient¿s spouse contacted lifescan (lfs) united states, alleging that that the patient¿s onetouch verio flex meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation, since attempts to reach the reporter for further information were unsuccessful. The reporter stated that on (B)(6) 2026, at 1:30 am, the patient was sleeping and when she attempted to wake him, he was ¿unresponsive¿, and an ¿error 2¿ message appeared when attempting to test his blood glucose with the subject meter. The reporter stated that she called emergency medical services (ems) for assistance. When ems arrived, the reporter claimed that they tested the patient¿s blood glucose on the ems meter (unspecified result) and provided unspecified treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue could not be resolved. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for a possible acute complication of diabetes after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.